Manufacturer narrative:
An event regarding altr and abnormal ion level involving an unknown metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on an unknown date. It is further alleged that she suffered injuries as a result of implantation of the device at issue and altr due to cobalt and chromium from the femoral head.